Event description:
It was reported that the screen was frozen during operation and ventilation was interrupted with a high-frequency continuous alarm. No patient injury was reported.

Manufacturer narrative:
The affected device was checked by dräger service. During the analysis the pcb m16.2 was identified as the cause of the reported problem. Replacement the circuit board solved the problem. In the event of a complete loss of function of the ventilator, the emergency-breathing valve would open to ambient allowing for spontaneous breathing. The auxiliary acoustic alarm of the ventilation unit is activated immediately to notify the user of the device failure. This alarm is supplied from an independent voltage source and lasts for at least 2 minutes. In this case, the instructions for use state that ventilation of the patient must be started immediately with an independent ventilation device. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the screen was frozen during operation and ventilation was interrupted with a high-frequency continuous alarm. No patient injury was reported.